Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results confirmed the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. The lcd screen was fluctuating, and the pump was intermittently alarming error codes 1022 and 1111. The cause of the issue was a defective motherboard. The motherboard was replaced, the pump was calibrated, and then the pump was tested and it operated as intended. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1: a fentanyl infusion was set to run at 2mcg/kg/hr, and when the pump was checked again, probably within an hour, the rate was 7mcg/kg/hr. No reported injury to the patient.